Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Investigation: conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
During atherectomy using a diamondback 360 coronary orbital atherectomy device, a flow limiting dissection was observed. Stent placement was performed to resolve the event. The patient was stable.